Event description:
It was reported that the pt experienced over sedation/overdose following a pump replacement. The same drugs and concentrations were used at implant; the reservoir was filled with 20ml of dilaudid and bupivicaine. It was noted that the catheter was aspirated with excellent csf flow. The post operative priming bolus was programmed to include the new pump tubing and had estimated the unk catheter volume. The pt was discharged home. The following morning, the pt returned via emt and was admitted to the ICU. The pt was on a narcan drip and the pump dose was decreased from 12mg/day to 1mg/day. It was later reported that the event was not attributed to the implanted device system. It was believed that the over sedation was most likely due to decreased tolerance after the old pump leak/malfunction. Specific pt symptoms included cognitive symptoms, headache, nausea, respiratory problems, and somnolence. Dose adjustments were made with "resolution of problems". The pt's outcome was reported as "no injury".

Manufacturer narrative:
(B) (4).